Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The outcome was not considered to be device or therapy related, and the device was operating as intended. The device will not be returned evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found at home with severe shortness of breath and poor level of consciousness on (B)(6) 2024. They were transferred to the medical center. The patient had hypercarbic and hypoxemic respiratory failure, severe respiratory acidosis, and severe hyperkalemia requiring emergent hemodialysis and intubation/mechanical ventilation. The patient was able to subsequently extubated, but remained with oliguric renal failure. A conversation was held with the patient regarding the dismal prognosis and recommendations for comfort care. Over the next 3 to 4 days, the patient elected to proceed with a course of comfort care. The patient passed away on (B)(6) 2024. Death was not considered device related.